Event description:
It was reported that the customer experienced a pairing failure between the dexcom g7 cgm and the ilet during cgm warm-up, and was advised to turn off the phone¿s bluetooth during pairing and then turn it back on after the cgm paired. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no interruption of care. Investigation included customer troubleshooting and education. Investigation of this case revealed that the event was consistent with a connectivity pairing issue between the cgm and the ilet with no identified device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user device configuration and pairing workflow.